Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract) or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.

Event description:
The customer's mother reported that her daughter said the pod was hurting her, so the pod was removed. When the pod was removed, it was noticed that the needle had never retracted back into the pod. The customer's blood glucose read high (>500 mg/dl).